Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Review of the attached images could not confirm the reported complaint. A root cause could not be determined. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot ; the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article titled, "long-term clinical and radiological outcomes of primary total hip arthroplasty with modular femoral stem in middle-aged asian patients" written by kaname takahashi, md, tomohiro shimizu, md, phd, tsuyoshi asano, md, phd, mohamad alaa terkawi, phd, norimasa iwasaki, md, phd, and daisuke takahashi, md, phd published by the journal of arthroplasty accepted by publisher on 25 june 2020 was reviewed. The article's purpose to as assess long-term clinical and radiological outcomes of primary tha using the original or modified modular hip system (srom) in middle-aged asian patients. Analyzed data was comprised from 98 thas receiving implants between 1997 and 2009 in patients younger than 58 years with 5 years of follow up data available. The data was divided into two groups with the first group of the 'original' srom stem design and the 2nd group of the srom-a stem design. The original group utilized ztt cups and the srom a group utilized ztt, duraloc or pinnacle cups. All liners were poly and all femoral heads were metal. Deaths were unrelated to implant or procedure. The article does not identify which specific platforms are associated with the adverse events. Figure 1 provides radiographic image to compare original srom to srom a stem. Figure 4 provides radiographic image of stress shielding, spot welds, cortical hypertrophy and pedestal formation. Depuy products: srom stem, ztt cup, duraloc cup, pinnacle cup, poly liner, metal head. Adverse events: thigh pain (associated with stem and treatment not specified). Femoral fracture (treatment not specified). Infection (treated by revision). Dislocation (treated by revision). Liner wear (treated by revision). Radiographic findings of bone disorders: stress shield, cortical hypertrophy, pedestal formation distally - all on stems.